Event description:
Leica biosystems received a complaint regarding false positive staining of tissue with ttr antibody (dako a002). The result was negative when staining of the same tissue sample was subsequently performed manually. The lab advised of misdiagnosis for the patient from whom the tissue sample was derived; and that further specific info required by leica biosystems to conduct an investigation into the circumstances involved in this complaint may not be able to be provided for several weeks as the responsible staff member is unavailable. Investigation of this complaint by leica biosystems is in progress.